Event description:
(B)(6), home health nurse, reported curlin pump malfunction. Giving "time out - lithium battery needing replacement" error message upon turning on pump. Unable to use pump to complete infusion via pump. Gammagard dose or amount and frequency: over 2 days (45 gm on day 1 and day 2) every 3 weeks. Pharmacy replaced device. Unknown serial number and expiration date. Unknown if patient missed a dose or had an interruption in therapy. Unknown if adverse event occurred due to product issue. Unknown if device available for return. No further info/details or dates available.